Event description:
The customer reported that there was no video on the left monitor. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the video cable and monitor stands. The system operates as intended.